Manufacturer narrative:
The company representative found k5 purge assembly not opening and replaced the purge valve assembly (p/n 0104-00-0026). Replaced safety disk (p/n 0997-00-0985-010) and batteries (p/n 0146-00-0039). Performed pm and full calibration, functional testing and safety check. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "auto fill failure". The customer tried three different balloons before swapping out pump for another one. The patient was switched to another iabp and therapy was continued. No patient injury was reported.